Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per complaint details, approximately 2 years post implantation the patient presented with right knee instability for which an insert revision (10mm upsized to 12 mm) was performed. Responses to the information requests have not been received as of the date of this medical investigation. There were no patient injuries, surgical delay, or current patient status reported. Without the requested medical documentation, the clinical root cause of the reported event could not be definitively concluded. Patient impact beyond the reported insert revision (upsized to a thicker insert) could not be determined; however, no patient injury was reported. No further medical assessment could be rendered at this time. Should additional clinically relevant documentation become available the medical investigation task may be re-evaluated. A complaint history review found related failures for the listed device; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to fit/sizing issue, or patient condition. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, two years after a tka had been performed, the patient presented instability on the right knee. The adverse event was treated by performing a revision surgery; the journey ii cr 5-6 right 10mm insert was replaced by a journey ii cr 5-6 right 12 mm. The patient outcome is unknown.